Event description:
Technician alleged that the brakes were not holding. No alleged injuries.

Manufacturer narrative:
Technician found the brake was out of adjustment. The technician adjusted the brakes to resolve the issue.